Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant on (B)(6) 2020, the atrial lead thresholds were within reason on psa and increased when device was hooked up. Physician unhooked the device and moved lead, thresholds were inconsistent through psa but decreased over time with injury dissipation. New lead was given. Thresholds extremely inconsistent, both through psa and can. It was determined the issue must be with the device. A new device was given and thresholds still high and inconsistent. Physician determined possible issue with patient tissue and possible dense trabecula lead moved and eventually obtained normal thresholds. Lead impedances stable and consistent throughout process. The patient is stable. Related manufacturer reference number: 2938836-2020-01795.

Manufacturer narrative:
The reported field event of capture anomaly was not confirmed in the laboratory. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.